Event description:
It was reported that unknown number of patients came back with blisters around the wound area and redness. They were taken back to theatre for unknown reasons however, rotator cuff tissue seemed necrotic and one cuff almost disintegrated. Additional information received on (B)(6) 2015 indicated that the device will not be returned, as the anchor remains in the patient's shoulder. The surgeon is alone in his practice and will not be available to answer questions, as he is on leave unt il (B)(6) 2015.

Manufacturer narrative:
(B)(4).